Manufacturer narrative:
Correction: section g3 - date received by manufacturer/notification date for the initial regulatory report number MDR-2024-47240 should have been oct 9, 2024 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was unable to deliver stimulation. Lead diagnostics showed that both leads had multiple high impedances. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.